Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ syringe has been found experiencing two occurrences of activated syringe pump alarms and difficult plunger movement during use. The following has been provided by the initial reporter: syringe attached to b braun pump didn't deliver correct amount caused high pressure and alarm of pump. Dr of anesthetics, using b braun pump with bd 20ml syringe infusion phenylephrine to patient, pump alarmed due to high pressure found that syringe had not pushed through all the drug. Was not seen to be occluded. Had to manually push drug through to complete infusion. He tested the same syringe without patient and same problem. Opened new syringe to test again same problem. Tested again using alaris pump and had no problem. Eg syringe delivered 1 1/2 ml when pump said delivered 3.8ml on his final test no patient. He thinks its a pump issue and will notify b braun. He discarded the syringes used. When I spoke to user, she tested another syringe (lot number provided) on b braun pump and found same problem, she said it was a syringe issue and believes the pump is ok.

Manufacturer narrative:
H.6. Investigation: two used samples and three sealed samples of lot 1907243 were returned to our quality team for investigation. Upon visually inspecting the product, no damage or molding defects were observed. A device history review was performed for reported lot 1907243, no deviations or non-conformances related to this issue were identified during the manufacturing process. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot. The three unused samples were evaluated and found to be within required specifications as were all testing results reviewed for this lot. Based on the available information we are not able to determine a root cause at this time.

Event description:
It has been reported that the bd plastipak¿ syringe has been found experiencing two occurrences of activated syringe pump alarms and difficult plunger movement during use. The following has been provided by the initial reporter: syringe attached to b braun pump didn't deliver correct amount caused high pressure and alarm of pump. Dr of anesthetics, using b braun pump with bd 20ml syringe infusion phenylepherine to patient, pump alarmed due to high pressure found that syringe had not pushed through all the drug. Was not seen to be occluded. Had to manually push drug through to complete infusion. He tested the same syringe without patient and same problem. Opened new syringe to test again same problem. Tested again using alaris pump and had no problem. Eg syringe delivered 1 1/2 ml when pump said delivered 3.8ml on his final test no patient. He thinks its a pump issue and will notify b braun. He discarded the syringes used. When I spoke to user, she tested another syringe (lot number provided) on b braun pump and found same problem, she said it was a syringe issue and believes the pump is ok.